Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 500 mg/dl) and insulin injections were administered. Customer alleged pump was the cause of the event as an alternate pump was used and bg "returned to normal". Pump system check was performed by tandem technical support; no pump issues were identified. Tandem clinical training manager informed the customer's healthcare provider (hcp) of the reported event. Per hcp, no further action required.